Manufacturer narrative:
Patient's height: 141 cm. Patient;s weight: 52.8 kg.

Event description:
It was reported that the burr speed exceed the set operational speed and the burr became stuck in the lesion. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for use. During preparation, a louder noise was heard than the usual but the rotational speed of the burr was adjusted without problem. The procedure was continued as it was as there were no problem with the rotation speed display. Subsequently, ablation was performed to the target lesion. However, the speed of the device displayed 300000 rpm and the device was tried to removed; the set operational speed is 190,00rpm. Upon removal, it was further noted that the burr became stuck at the back of the lesion and was released by pulling the burr and the wire. The procedure was completed with this device. No complications reported and the patient's condition is good. It was further reported that the target lesion was 90% stenosed with a diameter of 2.75mm, length of 30mm and severely tortuous. The rotational speed was 210,000 rpm. The lesion was ablated 5 times. First was 211000 rpm, second was 201,000rpm, third was 210,000 rpm, fourth was 210,000 rpm and fifth was 203, 000rpm.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr speed exceed the set operational speed and the burr became stuck in the lesion. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for use. During preparation, a louder noise was heard than the usual but the rotational speed of the burr was adjusted without problem. The procedure was continued as it was as there were no problem with the rotation speed display. Subsequently, ablation was performed to the target lesion. However, the speed of the device displayed 300000 rpm and the device was tried to removed; the set operational speed is 190,00rpm. Upon removal, it was further noted that the burr became stuck at the back of the lesion and was released by pulling the burr and the wire. The procedure was completed with this device. No complications reported and the patient's condition is good.

Event description:
It was reported that the burr speed exceed the set operational speed and the burr became stuck in the lesion. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for use. During preparation, a louder noise was heard than the usual but the rotational speed of the burr was adjusted without problem. The procedure was continued as it was as there were no problem with the rotation speed display. Subsequently, ablation was performed to the target lesion. However, the speed of the device displayed 300000 rpm and the device was tried to removed; the set operational speed is 190,00rpm. Upon removal, it was further noted that the burr became stuck at the back of the lesion and was released by pulling the burr and the wire. The procedure was completed with this device. No complications reported and the patient's condition is good. It was further reported that the target lesion was 90% stenosed with a diameter of 2.75mm, length of 30mm and severely tortuous. The rotational speed was 210,000 rpm. The lesion was ablated 5 times. First was 211000 rpm, second was 201,000rpm, third was 210,000 rpm, fourth was 210,000 rpm and fifth was 203, 000rpm.

Manufacturer narrative:
Patient's height: 141 cm. Patient's weight: 52.8 kg. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter and advancer were received together. The housing were detached revealing that the handshake connections were not connected. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. Microscopic evaluation revealed that the hook part of the advancer handshake connection is broken off. There are wear marks on the drive shaft. The burr catheter handshake connection was not visible and would not retract, the housing was removed revealing that the handshake connection has been pushed down into the sheath and is bent. The coil is stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run at any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.